Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. A73747) inserted for female sterilisation. The patient's medical history included abdominal pain, anxiety, back pain, constipation chronic, discopathy, hyperlipidemia, tuberculosis, lumbar strain, cervical dysplasia, headache recurrent, cervical pap smear abnormal, endometrioma and uterine bleeding. Previously administered products included for an unreported indication: acetaminophen, ibuprofen, magnesium citrate, tramado and oxycodone. Concurrent conditions included paraovarian cyst, vaginal bleeding and vaginal haemorrhage. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: on insertion there was 3 coils in right and 1 in left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: essure device was successfully occluded. Pathology test - on (B)(6)2018: right ovary with accessory lobe, or remnant of ovarian cyst. Bilateral ureteral peristalsis. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. A73747,a72747-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, anxiety, back pain, constipation chronic, discopathy, hyperlipidemia, tuberculosis, lumbar strain, cervical dysplasia, headache recurrent, cervical pap smear abnormal, endometrioma and uterine bleeding. Previously administered products included for an unreported indication: acetaminophen, ibuprofen, magnesium citrate, tramado and oxycodone. Concurrent conditions included paraovarian cyst, vaginal bleeding and vaginal haemorrhage. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety and mental anguish"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on insertion there was 3 coils in right and 1 in left. Treatment received for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pathology test - on (B)(6) 2018: right ovary with accessory lobe, or remnant of ovarian cyst. Bilateral ureteral peristalsis. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event: physical pain/ pelvic pain updated as recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. A73747) inserted for female sterilisation. The patient's medical history included abdominal pain, anxiety, back pain, constipation chronic, discopathy, hyperlipidemia, tuberculosis, lumbar strain, cervical dysplasia, headache recurrent, cervical pap smear abnormal, endometrioma and uterine bleeding. Previously administered products included for an unreported indication: acetaminophen, ibuprofen, magnesium citrate, tramado and oxycodone. Concurrent conditions included paraovarian cyst, vaginal bleeding and vaginal haemorrhage. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: on insertion there was 3 coils in right and 1 in left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pathology test - on (B)(6) 2018: right ovary with accessory lobe, or remnant of ovarian cyst. Bilateral ureteral peristalsis. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 3-jul-2019: plaintiff fact sheet and medical record received. Lot number added. New reporters, patient demographic details and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. A73747, a72747-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, anxiety, back pain, constipation chronic, discopathy, hyperlipidemia, tuberculosis, lumbar strain, cervical dysplasia, headache recurrent, cervical pap smear abnormal, endometrioma and uterine bleeding. Previously administered products included for an unreported indication: acetaminophen, ibuprofen, magnesium citrate, tramado and oxycodone. Concurrent conditions included paraovarian cyst, vaginal bleeding and vaginal haemorrhage. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety and mental anguish"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on insertion there was 3 coils in right and 1 in left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pathology test - on (B)(6) 2018: right ovary with accessory lobe, or remnant of ovarian cyst. Bilateral ureteral peristalsis. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: ¿update of information (batch is invalid)¿. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. A73747, a72747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, anxiety, back pain, constipation chronic, discopathy, hyperlipidemia, tuberculosis, lumbar strain, cervical dysplasia, headache recurrent, cervical pap smear abnormal, endometrioma and uterine bleeding. Previously administered products included for an unreported indication: acetaminophen, ibuprofen, magnesium citrate, tramado and oxycodone. Concurrent conditions included paraovarian cyst, vaginal bleeding and vaginal haemorrhage. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("anxiety and mental anguish"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety, migraine, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on insertion there was 3 coils in right and 1 in left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Pathology test - on (B)(6) 2018: right ovary with accessory lobe, or remnant of ovarian cyst. Bilateral ureteral peristalsis. Concerning the injuries reported in this case, the following ones was confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received. Reporters information added. Lot no. Added. Events : abnormal bleeding (vaginal, menorrhagia), depression, anxiety and mental anguish, migraines / headaches, vaginal discharge, fatigue, weight gain were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.